Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer consumed carbohydrates to address the issue and went to the emergency room, where they were treated with intravenous fluids of saline. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling. Customer declined to provide further information.